Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (tts) however customer was unable to complete the check. Customer changed the pump supplies and resumed insulin delivery. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection.